Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a red "x" indicator, and the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The one-step CPR complete electrodes were received at zoll with packaging unopened. The customer's report was duplicated and attributed to the disconnecting self-test wire from the connecting two electrodes. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.